Event description:
The event is reported as: complaint alleges that the circuits did not pass pre-use check on ventilator due to loose connections. There was no pt involvement.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.